Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that infection was noted around the pocket. Pacemaker and leads were extracted. Patient was stable post procedure. There was no allegation that infection was related to implant system or procedure.